Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned products identified signs of repeated use for both devices. The trocar drill pin is seized in one of the guide holes of the distal cut guide. Dimensional analysis of the trocar drill pin determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-01575. Concomitant medical products: headless trocar drill pin 3.2 mm diameter 75 mm length, item#: 00590102000, lot#: 64957279. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a trocar pin got stuck in the cutting block. The block was removed from the patient and a new cutting block was used. There is no additional information available.